Manufacturer narrative:
A company service re checked the system, replaced the cautery pcb, and returned it for further testing. Investigation, including root cause analysis is in progress.

Event description:
The facility reported that, the surgeon had two cases today. When the first case was almost completed, the doctor switched to coag to close the conjunctiva, and got an error message. Additional infomation received on 03/15/2007, stated there was no patient impact, but the surgeon had to cancel the second case due to the event in the first case.